Manufacturer narrative:
Case (B)(4): the device was not returned for evaluation. However, a device history review was obtained for lot number 83352. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
A medsun facility report was received on 7-oct-2019. It was reported that a (B)(6) patient had undergone a procedure on (B)(6) 2018 to include left atrial appendage management. Post procedure, poor contractility was noted and a tee showed biventricular failure. Visualization was also used to indicate that the artery was occluded. On (B)(6) 2018, the clip was removed with out issue. Once the clip was removed the patient was put on ECMO and transferred to another facility.